Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. H3 other text : device is end of life.

Event description:
It was reported the device fault detected in discharge made higher than selected energy. Patient involvement is unknown at this time.